Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A phone call was made to the customer in order to follow up on a previous call he made to report low blood glucose levels. The customer stated that he was treated in the emergency room due to a low blood glucose of 35 mg/dl. Nothing further was reported.